Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for write to locked ram, address=177f data=48 on (B)(6) 2010 13:00:25. 1 - patient alert for por on (B)(6) 2010 12:00:25. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that electrical reset occurred with no known reason based on the patient history. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.